Event description:
After preparation, when attempting to place an implant in tooth location #11, the dentist was unable to stabilize the implant and the cortical bone fractured. The dentist grafted the site for future implant placement.

Manufacturer narrative:
Upon a fit, form and functional inspection, it was found that this implant was manufactured and functions within required specification. This is a clinical issue and is not device related. The review of the DHR records did not provide any indication of a manufacturing deviation that would cause this condition.